Event description:
Dealer states "(B)(4) technician was dispatched to enduser to assess a noise and turning issue with the power wheelchair technician discovered that the left motor had an intermittent operation failure. We ordered a replacement for the left motor and the defective part will be returned for elevation." (B)(4). No injuries alleged.

Manufacturer narrative:
(B)(4) has been initiated for this event. Model m41, serial number/date code (B)(4) is approximately 4 months of age. The owner's manual part number 1143206 (rev g feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The technician alleges that they were dispatched to the end user to assess a noise and turning issue with the power wheelchair. The technician allegedly discovered that the left motor had an intermittent operation failure.